Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that when the contrast (for CT scan) was administered the clinician heard a "pop" and investigated. Contrast and blood was pooled in the dressing. The PICC was removed. A standard line was inserted for the CT scan. There was a delay in treatment. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the contrast (for CT scan) was administered the clinician heard a "pop" and investigated. Contrast and blood was pooled in the dressing. The PICC was removed. A standard line was inserted for the CT scan. There was a delay in treatment. No patient injury or harm reported.